Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. A second echelon-10 micro catheter was also returned and will be addressed in pli-20. Visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~10.6cm from the proximal end. The distal tip and marker band were found ovalized and kinked. The distal ~3.5cm of the micro catheter appears to have been shaped. The catheter wall was found thinning proximal to the distal marker band. No breaks or punctures were found throughout the entire length of the micro catheter. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~156.5cm and the usable length was measured to be ~1 48.2cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the kinked distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was not confirmed. However, the micro catheter was found kinked with the distal marker band and distal tip found damaged. The damage was reportedly found following shaping; therefore, it is possible the damage occurred during the shaping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the breaks was not determined.

Event description:
Medtronic received a report that after normal hydration, it was shaped, but after shaping, it was found that the tip end was broken, so the microcatheter of the same brand and model was replaced to continue. But again, the tip end was broken after shaping. The only way to complete the operation was to replace the microcatheter of another brand. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a left side, cavernous sinus aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 7 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.